Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d17702, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 355531, lot# n335780, implanted:(B)(6) 2012, product type: screening device. Product ID: 3550-p4, lot# n335045, implanted: (B)(6) 2012, product type: accessory. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient they had a change in stimulation intensity. They checked the settings and it was set at what it normally at and the adaptive stimulation was confirmed to be on. The patient had an e-stim session on their back at a physical therapy session. Afterwards, when the patient moved to the upright position it was not as intense as what the usually feel. The change in intensity was sudden. Additional information has been requested and if received a follow-up report will be sent. Indications for use are as follows: 903 spinal pain.